Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a 910120a lumbar drainage set disconnected and leaked cerebrospinal fluid (csf). The same patient had two separate drains disconnect at the junction of catheter line and threaded attachment. The events were described as follows; two drains became disconnected on the same patient. The first one became disconnected when the patient rolled over on the drain and it came apart. The failure was at the junction of the soft catheter line as it entered the threaded attachment allowing the line to be connected to a valve junction. There was no known injury to the patient as a result of this event. The drain was then replaced with a second drain and the second came apart on (B)(6)2014 at the same site as the first one did. It is unknown how much csf was lost during the first leak because the fluid spilled onto the linens. The second leak was reported to be a small amount as the nurse was with the patient at the time. There was no known injury as a result of these issues. A third drainage set was not used.